Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the left ventricular (lv) lead was difficult to unscrew from the header. Once some of the grommet insulation was pulled away, the screw could be disengaged enough to release the lead. The device replacement procedure continued as planned. No patient complications have been reported as a result of this event.